Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced and the filament calibrated during the service call.

Event description:
It was reported that the 9800 system was arching from the x-ray tube. No pt injury was reported.